Event description:
It was reported that the right monitor or the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The monitor was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.